Event description:
On initial contact, dentist reported handpiece burned a patient. Additional attempts made to contact dentist to advise details of patient and event / injury and date, and dentist advised would contact with details. Doctor contacted in 2008 and 2009.